Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, the device did not seal. There was activation tone heard but no end tone. There was no signs of bleeding and blood transfusion was not necessary. To isolate the issue, another hand piece was used with the same generator and it worked fine.